Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient within the common bile duct on december 19, 2006 (patient weight unknown). According to the complainant, during the procedure when the physician attempted to deliver "the guidewire through the sphincterotome the wire's tip cover fell apart showing the metal inside." The procedure was successfully completed with a 0.25 jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device revealed peeling of the pebax, exposing the core wire. There are no indications of core wire fracture. There are not anomalies noted with the wire that may have caused or contribute to the failure. Procedure related factors such as tortuous path, severe calcification, or too high force used when positioning and rotating the wire may have contributed to the core wire fracture; however, the exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.